Event description:
The patient reported that the device only lasted for 24 months due to the programmed settings. The patient was concerned that the rapid depletion may have caused damage to the heart as the patient had been feeling tired recently. Follow up was conducted and it was further reported that the left ventricular (lv) outputs had been raised on the device which may have contributed to the rapid depletion. The patient had been seen twice since the device replacement and the patient¿s tiredness had been noted; however, there were no adverse effects to the patient¿s heart as a result of the rapid depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 implantable tachy lead (B)(6) 2000; 5592-53 implantable pacing lead (B)(6) 2008; 5071-53 implantable pacing lead (B)(6) 2008. (B)(4).